Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 15-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 08-jun-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and battery cap were undamaged. The returned battery cap was able to fit securely to the pump. The pump was unable to power up and was completely unresponsive. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board. The complaint of power issue was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.